Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to water invading the subject device from leaked location causing corrosion of parts inside light guide (lg) lens and its corrosion products were detected as dirt. Additionally, physical stress was applied to distal end resulting in a small gap around lg lens glue and dirt/moisture entered lg-lens from the gap. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera ii duodenovideoscope was returned to olympus medical for maintenance. During examination a gap was found between adhesive and the distal end, with foreign material found in that area. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
Olympus medical requested additional event information from the customer. The customer reported the device was stored in a non-ventilated cupboard prior to being sent in for maintenance. The customer reported that monthly checks are performed by olympus service staff. No further information has been made available. During the device examination, the following issues were noted: the hand grip was scratched; the scope and air/water cylinders were missing their color indicators; the lock engagement lever and surrounding area were corroded; the image guide protector was damaged; the connecting tube was wrinkled; the light guide lens adhesive was cracked; the objective lens adhesive was cracked; and the universal cord had peeling coating. During evaluation, cuts were found on switch buttons 3 and 4, the bending section adhesive had a pin hole and the forceps elevator was cracked. The device was no longer water-tight as a result of these damaged areas. Functional testing showed the up/down directional knob had excess play due to a worn angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.